Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Product analysis: the device was returned and evaluated by product analysis on 12/08/2015 with the following findings: review of the pump¿s black box revealed no power issues. A battery compartment crack was observed; the battery compartment threads were damaged. The returned battery cap threads were damaged and the cap could not attach properly to the pump; a power issue was experienced during investigation. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-unable to remove battery cap from pump) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.